Manufacturer narrative:
Section a4 (patient weight) and a5 (ethnicity): information requested but was not provided. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1. Telephone number: (B)(6). Section h3-other (81): the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code - 4581 sub-optimal result. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a patient with distance vision issues after intraocular lens was implanted in (B)(6) 2022. Customer anticipated a residual prescription of plano in the left eye. However, the patient progressed with a prescription of -0.50 -0.50 in the left eye. Patient recently underwent laser refractive surgery, photorefractive keratectomy (prk) to correct the residual prescription. Uncorrected visual acuity binocular 20/30 partial for far/ near jaeger j1. Monocular 20/40 for far. Prescription -0.50 -0.50 20 (20/20) no further information was provided. This is report 2 of 2 and it pertains to patient's left eye (os).